Event description:
It was reported that there was a coupling problem. When the patient attempted to charge for the first time 2-3 weeks prior to report the patient was only getting empty coupling boxes. The physician programmer and the patient programmer could communicate fine. The pocket appeared tight and there was no swelling. The manufacturing representative could feel the outcome of the device. The implantable neurostimulator (ins) was implanted in the patient¿s low back. An antenna locator feature showed a range of 56-60. Later it was reported that the ins was determined to be flipped from the x-ray. A revision was planned for (B)(6) 2015. After the revision the patient was doing well and was able to charge the battery.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's legal representative that the patient had sustained severe swelling after a belly band had been removed a day after implant surgery that occurred on (B)(6) 2015. It was noted that the implant had not worked since it ran out of charge on (B)(6) 2015. It was reiterated that on (B)(6) 2015, a there was no signal located between the recharger and the implanted device. After it was determined via x-ray that the implantable neurostimulator (ins) had been implanted upside down, the healthcare provider (hcp) attempted to manually flip the implant. However, this was unsuccessful and a second surgery was later performed on (B)(6) 2015 to flip the implant. A second incision of approximately eight inches was necessary to flip the implant. As a result, the patient was required to wear a back brace for a longer period of time than was occasioned on the first surgery. The brace was able to be removed in (B)(6) 2015, but the patient continued to have trouble sleeping due to the incision and tenderness. The indication for use was spinal pain, and a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.